Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was returned with stylet in lead and helix mechanism in an extended position. Analysis determined that both coils and lead body were stretched near tip. The helix appeared intact and undamaged. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged. It was confirmed via x-ray. The ra was explanted. No additional adverse patient effects were reported.